Manufacturer narrative:
(B)(4). The device was received for evaluation. A device history record review was performed and there were no issues found. A review of the event history log revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported difficulty. Internal and external visual inspection was performed on the device and found no issues. The device passed electrical and functional testing. The evaluation found no failures or malfunctions that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt), who performed therapy with a homechoice (hc) device, passed away due to an unknown cause. No further information was provided. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device is reported to be available but has not been received at this time. Should the device be received or additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device evaluation was completed. Review of the service history found that the device was last serviced more than a year ago. The reported event of death could not be verified through the device evaluation or the review of the logs. The device was found to be within specifications related to the reported event. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.